Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine interrogation in clinic, the device was found to be in backup vvi. The device was successfully restored. The patient was asymptomatic and had no adverse events.